Event description:
The account alleged the head of the bed would drift down slowly. No reported injury.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.